Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 cubie b6 had a cubie present, but the system did not recognize it.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that drawer 4.2 cubie b6 had a cubie present, but the system did not recognize it. The field service engineer (fse) checked for debris under all cubies and performed a power cycle, after which the cubie was successfully recovered. The fse tested the drawer and cubies in diagnostics and the application, and all functions were operating properly. The system functioned as intended after field service engineer repaired the device.